Event description:
It was reported the bronchovideoscope may have been reprocessed improperly, as the reprocessor had an overused water filter. It had not been replaced in five months and cleaning time exceeded 30 minutes (not including alcohol flush). The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.